Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that a patient was using a solution of weak strength and was subsequently unable to ultrafiltrate. The nurse reported that the patient subsequently passed away. Renal replacement therapy continued prior to his death. The patient was not connected to the cycler or receiving manual exchanges at time of death. The cause of death was stated to be cardiac arrest.

Manufacturer narrative:
Clinical evaluation: there is no documentation supporting a possible causal relationship exists between the liberty cycler and the patient becoming unresponsive and ultimately expiring as the result of a cardiac arrest. Additionally, there is no documentation or allegation that any fresenius device(s) caused or contributed to the patients¿ death due to cardiac arrest. It is unknown if any relationship between the patients¿ comorbid conditions or inability to ultra filtrate and subsequent cardiac arrest exist. No esrd death notification nor death certificate was received.

Event description:
A peritoneal dialysis nurse reported that a patient was using a solution of weak strength and was subsequently unable to ultrafiltrate. The nurse reported that the patient subsequently passed away. Renal replacement therapy continued prior to his death. The patient was not connected to the cycler or receiving manual exchanges at time of death. The cause of death was stated to be cardiac arrest.

Manufacturer narrative:
Event date corrected to (B)(6) 2017.

Event description:
A peritoneal dialysis nurse reported that a patient was using a solution of weak strength and was subsequently unable to ultrafiltrate. The nurse reported that the patient subsequently passed away. Renal replacement therapy continued prior to his death. The patient was not connected to the cycler or receiving manual exchanges at time of death. The cause of death was stated to be cardiac arrest.